Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The sureform 45 stapler white reload that was used during the procedure was not returned. However, the customer returned the cadiere forceps with the lodged staple. The cadiere forceps instrument was analyzed, and the instrument was found to have a lodged component (a loose staple) stuck between the pitch cables. During inspection, the lodged component was removed. There was no sign of pitch cable breakage and/or any damage to the grips. The complaint was confirmed by failure analysis.

Event description:
It was reported that after a da vinci-assisted pleural decortication surgical procedure, a staple was wrapped around the wire at the tip hinge of a cadiere forceps instrument. The procedure was completed robotically.